Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was a case during use of the foley catheter which had difficulty in injecting fluid. The procedure was stopped, and the catheter was removed due to resistance encountered during fluid injection into the balloon. Even after removal, attempts to inject fluid were unsuccessful. Urine drainage was normal, and there was no bending or kinking of the catheter.